Event description:
It was reported that during a procedure to treat a lesion in the right obtuse marginal artery with mild calcification, a 2.25x18 multi-link 8 (ml8) stent delivery system (sds) was advanced to the lesion site. During insertion, the physician noted that there was a kink in the shaft of the sds and continued to advance the sds to the target lesion. Reportedly, an attempt was made to inflate the ml8 sds balloon; however, the balloon did not inflate and the stent remained completely undeployed. During removal of the ml8 sds, the mid shaft (approximately 30 cm from the very proximal part) separated into two pieces inside the non-abbott guide catheter. Reportedly, the entire stent system and non-abbott guide catheter were removed as a single unit and nothing remained in the patient anatomy. However, the patient experienced angina possibly due to air embolism but this could not be confirmed. Reportedly, no medications were necessary. A new ml8 sds was used successfully. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot that could have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the multi-link 8 instructions for use states that prior to using the multi-link 8 or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.